Event description:
Pt had rt knee joint replacement surgery (B)(6) 2020 in (B)(6). She was involved in a motorcycle accident (B)(6) 2020 where she fractured 5 bones in her leg & a crushed heel. She started experiencing swelling and weaker support of the knee about a year after the surgery. She expressed symptoms of discomfort at her 2021 check-up. Recently, the knee buckled. She had an appt with a joint specialist dr. (B)(6) in (B)(6), where she had an x-ray and was recommended for surgery, either in (B)(6) or in (B)(6). This appt was (B)(6) 2024.